Manufacturer narrative:
Information not provided by the reporter. Difficult to remove from the patient is not labeled. Device code: difficult to remove is not labeled. The customer returned one used and damaged coil for investigation along with one unopened and undamaged device. Inspection of the used device revealed the coil to be separated into three separate pieces. All three pieces of coil were severly stretched. The proximal piece of the coil measured approximately 21cm in length, the middle section of the coil measured approximately 47 cm in length, the distal section of the coil measured approximately 21cm in length, the middle section of the coil measured approximately 47cm in length, the distal section of the coil measured approximately 32cm in length. Inspection of the unopened device revealed no damage and the device was confirmed to be manufactured per specifications. Per quality control specifications, there is an inspection for proper coil length, curl diameter, securement of end coil and distal welds. The IFU, supplied with this device lists the contraindications, warnings, precautions, and instructions to properly use the device. Additionally, the IFU contains the following warning: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible." It is feasible to suggest that the failure was procedurally related due to an improperly placed coil which was snared in an attempt to retrieve the coil. The snaring of the coil likely led to the elongation and fracture noted as mreye embolization coils are pushable coils that are not designed to be retrieved. However, cook does offer a detachable embolization coil system which may be used when positioning of the embolization coil is especially critical. Inspection confirmed the used coil to be severly stretched and separated into three separate pieces. A definitive root cause cannot be determined for this event. We have notified the appropriate personnel and will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.

Event description:
During a coiling of collaterals procedure on a 3 (B)(6) male child with pre-existing aorto-pulmonary collaterals and univentricular heart, the coil nester was not placed properly when it was introduced, and it was 'frayed' when the customer wanted to retrieve it. The customer finally took it out but with difficulties. Additional information provided on (B)(4) 2013: procedure under general anaesthesic, with catheterization evaluation vu. When trying to position the second 6mm nester coil, wrong positioning. The coil did not twist, which resulted in a protrusion in the right artery under the clavicle and the arch of the aorta and even in that place, the coil did not turn in the proper shape. When retrieving the coil in the clavicle artery, the latest frayed when it was caught by the snare up to a point when a part of the coil came out of the introducer in the right femoral artery. The distal end of the introducer remained in place in the mammary artery. Failure to retrieve the full coil with the snare. Decision was made to use an alligator forceps through the sheath flexor located in the left femoral artery. Failure to catch the coil with forceps. Then the andra snare 10mm coming out of the introducer was put in place around the coil. No problem to go up to the beginning of the clavicle artery but impossible to go further. Capture of the frayed coil with the forceps by reposition the coil with the same. Rupture of the coil, proximal end completely retrieved by the snare through the right femoral artery. The other part of the coil remains in the mammary artery up to the aorta. Capture of the rest of the coil with the snare through the introducer flexor. Capture of the remainder of the coil without damaging the first coil. No part of the device remained inside the patient; however, the patient did require additional procedures due to this occurrence (coils were retrieved). The complainant did not report any adverse effects on the patient due to this occurrence.